Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, as of two post-operative medical appointments, no patient complications were reported. The patient returned to the physician's office in 2009 with some complaints of stress urinary incontinence. No evidence of erosion or any other subjective findings were present. As of a follow up medical appointment in (B)(6) 2009 (date unknown), no patient complaints were reported. The stress urinary incontinence had resolved. All other information is unknown and unavailable.